Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The jaws of the device got stuck shut on tissue during a hysterectomy. The device was cut off tissue in order to remove it. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury.